Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history revealed that the delivery totals accurately matched the recorded programmed basal rates. No alarms related to the complaint were found. A delivery accuracy test was performed and passed. The complaint of inaccurate delivery was not duplicated, and no defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that patient¿s blood glucose levels continued to be erratic, ranging from 49mg/dl-275mg/dl. There were no reported signs or symptoms, which does not meet the animas criteria of an adverse event. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.